Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer believed the occlusion alarm may have been caused by their sitting position as their foot was applying pressure to their infusion set site. The customer's blood glucose level was 197mg/dl. A system check was performed and the pump performed as intended. Reportedly, an abrupt temperature change had occurred to the pump prior to the occlusion alarm occurring. After the system check, the customer successfully delivered the correction bolus without an additional occlusion alarm occurring. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.